Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and that drops of insulin were not observed to be exiting through the tubing. Additionally, it was reported that the cartridge was leaking from the septum. No further information was obtained as customer declined troubleshooting with tandem technical support. Customer's blood glucose level was 440 mg/dl.